Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger. Analysis of the desktop charger, s/n (B)(4), found that there were broken connector pins. Conclusion code (B)(4) applies to the ins and conclusion code (B)(4) applies to the desktop charger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient. It was reported that there was a broken connector pin on the patient¿s desktop charger. No out of box failures were reported. The caller was redirected to the repair department and a replacement desktop charger was requested. It was noted that the issue occurred two days prior to the date of this report. Additional information was received on (B)(6) 2017. It was reported that the patient was sent a new desktop charger but the arrows didn't line up and they couldn't plug in the connector pin. It was further reported on (B)(6) 2017 that the patient¿s implantable neurostimulator (ins) battery was discharged. The consumer stated that the patient was charging for an hour to an hour and a half and there was no battery charge yet. The consumer stated that the patient had six to eight coupling bars. It was reviewed that if the ins battery was completely dead, it could still take six to eight hours to charge even with all eight coupling bars. The caller was redirected to the repair department again and a replacement recharger was requested. No further complications were reported or anticipated. Indication for use is non-malignant pain.